Event description:
It was reported while using bd safe-clip¿ there were issues clipping. There was no report of patient impact. The following information was provided by the initial reporter: I am the unhappy owner of five of these devices. I have used them for many years but find that the quality has deteriorated. I also use the 4mm needles as instructed. It does not clip them. I can't get the needle to go in the hole.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd safe-clip¿ there were issues clipping. There was no report of patient impact. The following information was provided by the initial reporter: I am the unhappy owner of five of these devices. I have used them for many years but find that the quality has deteriorated. I also use the 4mm needles as instructed. It does not clip them. I can't get the needle to go in the hole.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.